Event description:
On (B)(6) 2025, the user experienced elevated blood glucose levels, with fingerstick readings of 410¿464 mg/dl. Believing the ilet was not delivering insulin, the user administered a manual insulin dose. The blood glucose subsequently trended down to 120 mg/dl. No device malfunction was identified. The user was educated on disconnecting from the ilet prior to outside insulin administration and on the risks of insulin stacking. Blood glucose was affected. No further medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.